Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-35858. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The ra lead was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition. The cause of the events observed on the ra lead was suspected to be due to insulation damage, however, this was no confirmed via diagnostic imaging or the explant procedure.